Event description:
Caller reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no reported adverse impact to the customer¿s blood glucose level. The customer resumed insulin delivery, agreed to put the pump into storage mode, and planned to use multiple daily injections as a backup therapy while a replacement pump was sent by tandem technical support.